Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was returned and analyzed. The distal conductor of the lead was extrinsically over-rotated and became extrinsically fractured due to over-rotation. Visual summary analysis of the lead indicated damage at implant. (B)(4).

Event description:
It was reported that approximately two months after implant the clinic found the ventricular thresholds high. The right ventricular lead was scheduled for revision. When attempting to reposition the lead the physician was unable to retract the helix. Another lead was implanted. No patient complications have been reported as a result of this event.